Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 8030647-2016-00175 for the first report. It was reported that the inner cannula dislodged from the trach while turning of the patient circuit. The suction catheter does not seem to be swiveling. There was no impact to the patient and no medical intervention was required. No further information has been provided.